Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred after the device had been filled with 110 ml fluorouracil and 16.5 ml 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 6, 2013 ¿ november 7, 2013. The device was discarded by the customer; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.